Manufacturer narrative:
According to available information, this atrial lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this atrial lead presented to the hospital with dizziness symptoms. An electrogram revealed intrinsic atrial fibrillation rhythm. Interrogation revealed high out of range impedance measurements. The non-boston scientific device was reprogrammed; interrogation revealed normal impedance measurements. The out of range impedance measurement were again observed when the device was at programmed outputs of 4.0v. Threshold measurements could not be obtained due to the atrial fibrillation. It was thought the dizziness was due to hemodynamic deterioration related to the atrial fibrillation. During followup visits, interrogation revealed similar high out of range impedance measurements had occurred several times. No lead anomalies, fracture or connection issues were revealed. The reason for the out of range impedance measurements could not be determined. The device was reprogrammed and this lead will be further monitored. No further patient symptoms were reported.